Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she underwent surgery to have essure device removed due to symptoms related to essure') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. The patient was treated with surgery (surgery for essure device removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the second essure device as fragmented') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. A4264 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, endometrial biopsy, hypertension, pregnancy, insomnia, asthma, ovarian cyst, lower abdominal pain, trichomonal vaginitis, low back pain and uterine bleeding. Concomitant products included hydralazine, loratadine (alavert) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual period"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy/bilateral salpingectomy/cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered device breakage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal ligation intact. Lot number [a4264 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the second essure device as fragmented') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. A4264 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, endometrial biopsy, hypertension, pregnancy, insomnia, asthma, ovarian cyst, lower abdominal pain, trichomonal vaginitis, low back pain and uterine bleeding. Concomitant products included hydralazine, loratadine (alavert) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual period"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy/bilateral salpingectomy/cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered device breakage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal ligation intact. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery to have essure device removed due to symptoms related to essure') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. The patient was treated with surgery (surgery for essure device removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the second essure device as fragmented') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. A4264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, endometrial biopsy, hypertension, pregnancy, insomnia, asthma, ovarian cyst, lower abdominal pain, trichomonal vaginitis, low back pain and uterine bleeding. Concomitant products included hydralazine, loratadine (alavert) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual period"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy/bilateral salpingectomy/cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered device breakage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal ligation intact. Most recent follow-up information incorporated above includes: on 2-oct-2020: pfs received lot number was added. Events " heavy menstrual period, the second essure device as fragmented" were added. Event medical device removal was updated as pelvic pain. Reporter information, medical history, patient demographics, patient aka name and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the second essure device as fragmented') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. A4264 - not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain, endometrial biopsy, hypertension, pregnancy, insomnia, asthma, ovarian cyst, lower abdominal pain, trichomonal vaginitis, low back pain and uterine bleeding. Concomitant products included hydralazine, loratadine (alavert) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("heavy menstrual period/heavy menstrual bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), memory impairment ("poor memory"), alopecia ("hair loss"), gastrointestinal disorder ("bowel issues"), back pain ("back pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (total vaginal hysterectomy/bilateral salpingectomy/cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, fatigue, memory impairment, alopecia, gastrointestinal disorder, back pain and feeling abnormal outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter considered alopecia, back pain, device breakage, fatigue, feeling abnormal, gastrointestinal disorder, memory impairment, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubal ligation intact. Lot number [a4264 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: pif received. Reporter information added. Events: fatigue, poor memory, hair loss, bowel issues, back pain, brain fog added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.